Event description:
It was reported that procedure on (B)(6) 2024, the unipolar high frequency cord caught fire during the case. The cord melted off at the connecting piece that goes into the electrocautery machine. A saline soaked towel was placed over the very small flame and it was then extinguished. A back-up electrocautery machine and new cord were brought in to complete the case. No user or patient injury was reported.

Manufacturer narrative:
The device will not be returned to us for investigation. However the manufacturing site will be notified of this incident. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint (B)(4).

Manufacturer narrative:
Per investigation by the manufacturing site: result of investigation: the cable 26006m, lot po01 was reported to catch fire during use close to the piece that go to the electrocautery machine. Because no product was returned and no pictures were provided by the customer, the investigation is based on similar cases and the experience of the investigator. It is assumed, that the cable has a break of the copper wire inside the insulation which leads to high resistance and therefore the insulation break of and the fire occurred. Most probable root cause: mechanical damage due to end of life of the cable. It is assumed, that the cable has a break of the copper wire insi de the insulation which leads to high resistance and therefore the insulation break of and the fire occurred. The IFU calls out a replacement of the cable after 3 months (by frequent use 2 -3 times a week). According to the manufacturing date of march 2021, it could be assumed that the cable has reached its end of life. Therefore, the defect can be rated as user error, because the user is responsible to check the cables lifetime. This event is filed under internal complaint ID: (B)(4).